Event description:
It is reported that the device was implanted in 2008. The following month, the pt was diagnosed with a fractured femur. The device was revised. Exact revision date is unk.

Manufacturer narrative:
Eval summary: it is reported that the left knee was revised three weeks post-op due to fracture of the femur. Also, it is reported that the event is not related to the implanted devices. No prod was returned for eval. Also, x-rays are not available for review. The lot number is unk. The cause of the femur fracture could not be determined due to insufficient info. No prod was returned. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.